Event description:
One patient with discrepant hcg results. Initial result gave 0.2 miu/ml; repeat gave 500 miu/ml. No adverse events reported in association with the incorrect result. If additional information is received, appropriate notification will be provided.